Event description:
It was reported that the lead had been repositioned twice due to two lead dislodgements, with the lead pulling back into the atrium. There was also positioning difficulty and unacceptable thresholds. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies found; full lead was returned and analyzed.